Event description:
The consumer reported that the patient was experiencing pain in the chest and back on (B)(6) -2016; the patient was currently in the hospital because of the pain. The patient was wondering whether the pain was device-related and whether she was feeling pain because the implantable neurostimulator (ins) was 5 years old and needed to be replaced. It was further reported that the patient wanted a manufacturer representative to check the device. Additional information received from the consumer reported that the patient got the implant for chronic pain throughout her body and muscle spasms; the implant helped reduce the pain/effects of the spasms so the patient could do normal daily activities. It was further reported that the patient's non-rechargeable ins had reached end of life (eol) so it had not been working, therefore it had not been relieving her back pain and spasms. The patient had been hospitalized because the spasms had gone up around her heart. The patient had last seen the pain healthcare professional on (B)(6)-2016 and the healthcare professional gave the patient a spinal injection to help with the pain. The patient was also told another healthcare professional would be called to get an appointment scheduled to check the patient's ins. In addition, the patient was waiting until (B)(6)-2016 to hear back from her healthcare professional, otherwise she planned to call them to get an appointment scheduled to get her device checked. Until the device gets checked/replaced, the patient planned to take extra pain medicine to address the pain. The patient's indications for use included other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they hadn't had surgery yet regarding their dead device since they needed to see their heart doctor first. The consumer was currently waiting to schedule surgery, and for a new device to provide therapy.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.